Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Per additional information received, the patient has experienced anterior and posterior repair or enterocele, paravaginal repair with anterior support system, proctopexy with posterior support system, placement of anterior and posterior vaginal mesh, colpopexy, transobturator pubovaginal sling, and cystoscopy for the preoperative diagnoses of central and paravaginal cystocele, anterior and posterior enterocele, rectocele with rectal prolapse, vaginal vault prolapse, weakening of anterior and posterior vaginal fascia, stress urinary incontinence, and bladder neck hypermobility. Associated mdrs: 1018233-2013-00889, 00891 and 00892.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).